Manufacturer narrative:
Patient city: (B)(6). Patient country: unites states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-april-2019, it was reported by the that 7 years of female subject had an unlikely device related to site issue. She was suffering from severe hyperglycemia. No further information was available.